Event description:
The customer reported that the heartstart mrx was unable to acquire ECG during a patient event. It was reported that the user set up the heartstart mrx on the patient, but the device stated ¿analysis is not possible.¿ the user attempted to use the mrx multiple times while checking the cables, patient connections and restarting the monitor but the artifacts on the mrx made it impossible to analyze the rhythm. The user reported using a second defib to deliver two shocks in the resuscitation attempt. The patient passed.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Manufacturer narrative:
The device was evaluated by a philips field service engineer who was unable to reproduce the reported issue. The logs were reviewed by a clinical specialist who noted there were artifacts present during the event. The root cause of the artifact cannot be determined from the available information. Whatever the cause of interference and whatever troubleshooting was done, the artifact was not present in the second event. There was no trouble found with the mrx device. A medical professional at the customer location, has not specified or indicated the defibrillator as a possible cause of death of the patient (considering that there was also a fr3 available and used). It was reported that the patient was not breathing and the paramedics had already started CPR before heartstart mrx was used. The device passed all testing with no repair or replacements for this issue. Philips is unable to confirm if a malfunction occurred, therefore a cause could not be determined.